Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the handle of a hammer broke. It is unknown if there was surgical delay. Procedure outcome is unknown. There was no harm to the patient. This report is for one (1) hammer. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The slide/fixed hammer was received with a missing handle. All the other subcomponents are present and assembled appropriately. The head of the hammer is covered with a multitude of very shallow dents on both ends. The captivation nut subcomponent is dented in several places and has a hard time threading onto the lower threads of the shaft but can do so smoothly after starting. No other issues could be identified with the returned portions of the device. The complaint is confirmed for the slide/fixed hammer. The device was returned with the allegedly broken handle missing from the rest of the assembly. Since the handle is pinned onto the assembly during manufacturing, it is assumed that it had fractured in order to be removed. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.